Event description:
On (B)(6) 2014, the reporter contacted animas alleging a blood glucose of 453 mg/dl with dry mouth, headache, and fruity odor on breathing associated with air bubbles in the cartridge. The reporter indicated that the air bubbles had occurred on 5 different cartridges. Upon review of the cartridge filling technique, it was determined that the patient was not filling the cartridge according to the instructions for use. This report is made based on the allegation that the patient experienced hyperglycemia associated with air bubbles from use error of the cartridge filling technique.

Manufacturer narrative:
The product has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Device evaluation: the retained cartridge was evaluated by product analysis on 09/18/2014 with the following findings: evaluation revealed that the retained cartridge passed visual inspection with no damage or defects noted. A fill test was completed with no air bubbles being formed inside the cartridge. A leak test was performed with no failures being observed; no leaks were observed from the luer connection, o-rings, or anywhere else in the cartridge. There was no defect found.